Manufacturer narrative:
Other relevant device(s) are: product ID: 9733533, serial/lot: unknown. The tracker was discarded by the site before the lot number could be provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that one of the instrument tracker was not tracking. There was no patient present when this issue was identified. It was later noted that the system has been used with no issues.